Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a bad pump infection, which was further described as a ¿horrible situation.¿ it was noted that the patient had at least 3 pumps in the last 20 years. The patient¿s body was described as red and swollen, swelling infection. The pump was ¿not working¿ and was full of narcotics that were inserted in (B)(6) 2014; a completed drug test revealed no narcotics in the patient¿s system. Additionally, the patient had lots of fluid and ¿looked like a woman that was getting ready to give birth on one side of her body.¿ the reporter was redirected to call the patient's hcp. The drug being delivered in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.